Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 73 mg/dl. The customer stated that the insulin pump went blank all of a sudden and all the settings were reset. No significant events leading to the alarm were observed. Upon troubleshooting, it was found that the insulin pump passed the displacement test. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No error alarm and no check settings or reset alarms noted during our testing. Unable to confirm error alarm due to history file was overwritten. The insulin pump passed displacement, rewind, basic occlusion and prime tests. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.